Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- injury to the lining of the digestive tract as a result of direct contact with the balloon, catheter, polypectomy snare, or as a result of increased acid production by the stomach - esophagitis, gastritis or duodenitis. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition, and could result in death.

Event description:
Report of a gastric balloon that caused bleeding ulcer in a patient 24 hours after placement.